Event description:
It was reported by the rep that the(1) hp052 was used during a laparoscopic lso procedure. It was reported that the device never gave an operable tone. The staff reassembled the device and several diagnostic test were gone through. A working tone was never received. The rep advised to switch to the lcsk5 and the device failed completely. The surgeon switched to another luke handpiece and lcsc5 and the case was completed without incidence. There was no pt consequence.